Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant procedure. During the procedure before the device was released, it was noted that the device was too small, and was removed without any adverse event. A 28mm amplatzer amulet left atrial appendage occluder was then selected and implanted successfully. During implantation the device was recaptured twice until it was properly seated in the left atrial appendage (laa). The device was released with good laa closured based on transesophageal echocardiogram (tee) and fluoroscopy imaging. The device was never retracted fully into the delivery system. There was no signs of pericardial effusion via tee post procedure. Two hours later the patients' blood pressure decreased substantially. A pericardial effusion was discovered via echocardiogram. The patient became unresponsive and required emergent effusion drainage via pericardiocentesis in the catheterization laboratory. The pericardial effusion developed into a cardiac tamponade and the patient underwent CPR. The patient was unable to be resuscitated and was declared deceased. The cause of death was low blood pressure from the cardiac tamponade. It is believed that the cause of the pericardial effusion was the stabilizing wires on the amplatzer amulet.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined but may have been caused by the stabilizing wires on the amulet puncturing the laa. There is no indication of a product quality issue with regards to manufacture, design, or labeling.